Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's hip arthroplasty, implanted in (B)(6) 2009, was revised due to elevated cobalt levels and metallosis. Corrosion was noted on the trunnion of the stem and inside the femoral head.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown acetabular cup catalog#: ni lot#: ni, femoral head catalog#: 00801803604 lot#: 61127954, acetabular liner catalog#: 00630505636 lot#: 6123062. Reported event was able to be confirmed upon review of photographs and product received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.